Event description:
Per the audiologist, the pt reported fluctuations in loudness with the cochlear implant system. Exchanging external equipment did not alleviate the problem. Results of an integrity test done in 2007 showed normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the pt's sound processing program. No further problems were reported. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.